Manufacturer narrative:
Device evaluation: one photo was received for evaluation. Per photo received, the location of the failure was indicated, however no evidence of leak was observed. Six samples were received in unused condition within original package. Samples were visually and functionally tested and no discrepancies or leaks were detected. The leaking failure mode was not confirmed. A root cause could not be confirmed since the failure mode was not confirmed. No action taken is required since the complaint was not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that once in the tube was in the patient and the cuff was inflated, there was a massive air leak. The anesthetist could not adequately ventilate the patient. Through troubleshooting, it was determined that the leak was originating from the tube, but the tube cuff was not compromised. The leak was occurring at the valve where the air was introduced into the tube to inflate the cuff. This valve issue resulted in air leakage from the balloon and cuff of the tube. There was patient involvement, and no patient harm/adverse event reported.